Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the beginning of bariatric surgery, the manual stapling handle was not able to fire. There was no problem loading the device at the beginning of the procedure. The handle was not able to fire. Reinforcement material was not used. To resolve the issue the handle was changed. The patient is still in life. The surgical time was not extended. The was no unanticipated tissue loss or damage. There was no blood loss of 500cc more. The incision was not extended.